Event description:
Abbott freestyle 3 sensor does not work dependably as advertised. Because it is "hit & miss" it creates mental stress which adversely affects my glucose levels. I definitely use the product properly. They are all defective and intervention is necessary to force the manufacturer to make changes in products and quality control.